Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. Although a service required error was observed in the device's downloaded event log, it could not be duplicated. The device passed all testing and was found to operate and alarm as designed.